Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red, raised, and broken skin on left rib. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied gauze to the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red, raised, and broken skin on left rib. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied gauze to the wound. Follow up indicated that the wound improved.